Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving generic baclofen [2000 mcg/ml] at a dose of 1000 mcg/day and bupivacaine [4 mg/ml] at a dose of 2 mg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2018 that an alarm went off the morning on (B)(6) 2018 and the patient came into the emergency room on (B)(6) 2018. A motor stall occurred on (B)(6) 2018. The patient's family indicated the patient had no mris (magnetic resonance imaging). The pump was replaced on (B)(6) 2018 and would be returned on (B)(6) 2018. At the time of the report the issue was resolved and the patient status was "alive - no injury." No further complications were reported or anticipated.